Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. Inspected the reservoirs, snap-cap and septum for anomalies and none were found. The occlusion test was performed as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump, perform manual prime and confirmed visual fluid flowed through infusion set and out catheter tip. Conclusion: the reservoirs were not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer was receiving no delivery alarms on their insulin pump. The customer's blood glucose was 277 mg/dl. Troubleshooting found the insulin was not able to exit and the insulin pump alarmed no delivery. Customer's father also reported insulin did not exit with a push plunger and there was greater resistance than normal. Customer was advised the alarm was caused by an infusion set/reservoir connection problem. No additional information provided.